Event description:
It was reported that during the implant procedure, the patient experienced exit block, ventricular fibrillation (vf), atrial fibrillation (af), pericardial effusion and thrombus. There was lead perforation which resulted in pericardial blood collection. The patient was managed clinically by aspirating the blood. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).